Manufacturer narrative:
(B)(4). Evaluation, results: (mi and revascularization).

Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted during the index procedure. It is reported that the pt was seen in the emergency room with chest pain and abnormal ECG approx 2 months post index procedure. Pt underwent urgent cardiac catheterization and was found to have instent coronary artery restenosis. There was a target vessel revascularization of the 1st obtuse marginal carried out where two other brand stents were implanted. It is reported that the pt had suffered an acute non stemi, non q wave mi. It is reported that the target lesion was involved. It is reported that the pt recovered with treatment.